Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to a break and bend/kink damage to the balloon dilatation catheter (bdc) include, but are not limited to, mishandling during manufacturing, transportation, during receiving/storage at the account, and/or handling during removal from packaging or during preparation. A conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI was not provided as the part and lot number is not known. Attachment medwatch report mw5166812.

Event description:
Med watch, MDR report #:mw5167685 reported the following regarding a mini trek balloon: "mini trek dilation catheter (balloon) was prepped to be inserted into patient. The shaft wo which the balloon was on was bent, resulting in the shaft breaking. Balloon was removed without inflation." No additional information was provided.